Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 415 mg/dl. The mother stated that her son was throwing up. The customer stated that the alarm occurred during basal. The customer stated that the no delivery was recurring. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated that the insulin did exit. The customer was advised to monitor the issue and call back if issues recur.